Event description:
Additional information: it was reported that on (B)(6) 2018 the patient is being closely monitored with labs being drawn weekly. Lactate dehydrogenase (ldh) remains within normal limits. No other action has been taken at this time, patient is asymptomatic.

Manufacturer narrative:
Additional information: analysis of the system controller log files submitted confirmed elevations in pump power and estimated flow; however, a specific cause for this finding could not be conclusively determined. A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 38 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. The manufacturer¿s technical services representative reviewed the submitted log file and observed a trajectory consistent with device thrombosis. The patient was asymptomatic. Further information was requested, but not provided.